Event description:
It was reported that the fabius cut out mid-case. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded onve the investigation was completed.